Event description:
Healthcare professional reported right-side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: observed, one opening side assessed as surgical damage. ¿delamination: no observed. ¿valve leak and/or damage : no observed. Additional observations: ¿crease fold observed on the surface of the shell. ¿wear abrasion observed on the device. ¿yellow particle observed on the fill channel. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right-side deflation. Additionally, the physician reported "hole on patch side" along with "valve delamination from shell", "right breast appeared to have a valvular elimination because they were leaking at the valve" during explant surgery" and post-operative diagnosis of capsular contracture, baker grade IV. The implant and the entire capsule surrounding the implant was removed and the pocket was irrigated with triple antibiotic irrigation, soaked in betadine and again washed with triple antibiotic irrigation. The patient then underwent a vertical mastopexy.